Manufacturer narrative:
The device was not returned for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No adverse complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
It was reported that a consumer experienced a severe eye infection which resulted in an ulcer as a result of contact lens wear. The consumer also reported that several optometrists recommended that she never wear contact lenses. Additional information has been requested.

Manufacturer narrative:
The device was not returned for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No adverse complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).